Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. The surgeon was moving quickly through a procedure when the surgeon had a navigated spin taken. The surgeon did not check accuracy and immediately began with the screw placement. As the surgeon started and put a probe, or a screw, into the spine, fluid came out. The surgeon immediately removed the instrument being used and checked the accuracy. The surgeon alleged the navigation system was 1 centimeter off laterally. The surgeon discontinued navigation and brought in a c-arm to complete the procedure. There was a 15 minute delay to bring in the c-arm. The surgeon was satisfied with the results of the procedure and does not believe the patient was impacted. The post-op scans did not show a breech in the spinal canal and the motor nerve monitoring did not show damage. Noted was that, although two medtronic representatives believe the surgeon bumped the frame, the surgeon did agree. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The software investigation found that a specific cause was unable to be determined without further information since the behavior could not be replicated. The most likely cause was use error as site did not follow instructions for use (IFU) which states to verify accuracy prior to navigating.

Manufacturer narrative:
(B)(6) 2015 a medtronic representative further reported, this was an minimally invasive surgery (mis) procedure with the percutaneous pin. The surgeon was navigating the pak needle when they got fluid. The issue was on the right pedicle of l3. Right l3 was the first and only area of navigation before they realized they were off. They did not navigate any screws. (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Found that the system was operating normally and was accurate. No further issues have been reported.